Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed programming and testing options at the physician's discretion. Clinician to schedule testing. No adverse patient effects were reported. The device remains in service. It was additionally reported that defibrillator threshold testing was completed to test the rv lead impedance value. Ts discussed programming options depending on the outcome. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed programming and testing options at the physician's discretion. Clinician to schedule testing. No adverse patient effects were reported. The device remains in service. It was additionally reported that defibrillator threshold testing was completed to test the rv lead impedance value. Ts discussed programming options depending on the outcome. No additional adverse patient effects were reported. The device remains in service. It was additionally reported that subsequently, this lead was surgically abandoned and a new lead of a different model was successfully implanted. No additional adverse events were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed programming and testing options at the physician's discretion. Clinician to schedule testing. No adverse patient effects were reported. The device remains in service.